Manufacturer narrative:
Logs showed the pump was delivering 2000,0 mcg/ml at 12,6 mcg/day. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported the patient heard a critical alarm and went to the hospital on (B)(6) 2017 with the critical alarm sounding. It was reported that in (B)(6) at the last refill the pump showed an elective replacement indicator (eri) of 6 months. The hcp decided to replace the pump. After replacement it was noted the pump was in safe state. The pump would be returned for analysis. There were no reported symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Logs from a pump reading at medtronic's european operations center showed the pump was delivering baclofen 2000,0 mcg/ml. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, (B)(4), found high battery resistance. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.